Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) system implant. During implant of the atrial lp, it was noted that the lp was failing to sense. The patient was also observed to go into atrial tachycardia when pressure was applied. It was elected to abandon the atrial lp implant on (B)(6) 2025. The patient was stable.